Event description:
In august 2004, this pt with a diagnosis of coronary artery disease underwent a coronary procedure and had two cypher stents implanted. Approximately a year post index procedure, the pt then underwent a second coronary procedure to re-open both restenosed stents and placement of another unknown device. There were no reported pt complications.